Manufacturer narrative:
Livanova (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. User has requested technical support.

Event description:
Livanova (B)(4) received a report that the s3 bubble detector caused several false alarms during a procedure. The unit alarmed again when the user attempted to clear them. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the issue has been resolved. The customer clarified that the event occurred while the patient was off pump. The device was not removed from service. Technical support has been provided and it was suggested that the customer monitor the issue. The customer reported that the issue has not recurred. As the device is still in use and not available for evaluation, an exact root cause could not be determined. However, the customer believes the issue was caused by user error. Device in use; not available.